Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 2.9, lab: 2.4. Approx 1 hr between results. Pt self tester stated that she ate some fruit between tests. Pt's target therapeutic range is 2.5-3.5.